Manufacturer narrative:
Investigation found that pump passed volumetric accuracy tests within +/-5%.

Event description:
Customer alleged that pump did not pass the flow test. It was off by -5.7%. Rate and dosage are 125 ml/hr and 30 ml.